Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was beginning to charge when they saw a power-on-reset (por) message. The por was not related to an overdischarge. Patient reported no traumas however, reported recent medical test/emi environmental exposure. Patient clarified he was not at the hospital for the device. Por was cleared. Therapy was turned back on. Patient reported therapy was working. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.